Manufacturer narrative:
The technician found that the set screws were broken off in the hex rods. The technician replaced the set screws and hex rods to repair the stretcher.

Event description:
Info received indicates when the brake is engaged the brakes will not hold at the head end of the stretcher.